Event description:
It was reported an 840 ventilator generated a diagnostic code which rendered the ventilator inoperable. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.